Event description:
It was reported by customer that there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needleless connector. The needle is not doing the job as expected. There was no harm to the user. There is a danger for professionals and family members to be exposed to a cytotoxic agent (chemotherapy spill). Response received 26 july 2023. Patient has "neo rectum" and is receiving folfiri (5-fu) for treatment. Flow was observed during treatment via positive displacement pump (x2) and with infuser in progress at home. They changed the infusing needle 2 times during its pump treatment. The patient leaves to go home and noticed discharge persists. Patient refused the reinstallation of the needle and therefore 5-fu treatment via infuser not received completely. This report addresses the second needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needleless connector. The needle is not doing the job as expected. There was no harm to the user. There is a danger for professionals and family members to be exposed to a cytotoxic agent (chemotherapy spill). Response received 26 july 2023: patient has "neo rectum" and is receiving folfiri (5-fu) for treatment. Flow was observed during treatment via positive displacement pump (x2) and with infuser in progress at home. They changed the infusing needle 2 times during its pump treatment. The patient leaves to go home and noticed discharge persists. Patient refused the reinstallation of the needle and therefore 5-fu treatment via infuser not received completely. This report addresses the second needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needleless connector. The needle is not doing the job as expected. There was no harm to the user. There is a danger for professionals and family members to be exposed to a cytotoxic agent (chemotherapy spill). Response received 26 july 2023 patient has "neo rectum" and is receiving folfiri (5-fu) for treatment. Flow was observed during treatment via positive displacement pump (x2) and with infuser in progress at home. They changed the infusing needle 2 times during its pump treatment. The patient leaves to go home and noticed discharge persists. Patient refused the reinstallation of the needle and therefore 5-fu treatment via infuser not received completely. This report addresses the second needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.